Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for a polyethylene knee device implanted for approximately fifteen years implantation. No evidence was found suggesting product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear, and a synovectomy was performed.